Event description:
Physician replacing powerport with a new one. Difficult insertion, difficult to pass wire through catheter. Pulled wire out and it was frayed. Used a new wire to place catheter. Pt's vein was breached. Pt died. Hospital is unsure if the wire is what caused the pt's death. Additional information: autopsy performed, found vessel perforation caused pt to exsanguinate.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device has been sequestered by the reporting facility. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.